Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 54 mg/dl after a correction algorithm delivered insulin and the user subsequently announced a usual lunch, leading to insulin stacking; the user treated with mango, cereal, and candy and blood glucose rose to 71 mg/dl during the call. Symptoms included lightheadedness and frustration. Outcomes included recovery without outside assistance or medical intervention. Investigation included complaint intake review and troubleshooting and education with the user. Investigation of this case revealed hypoglycemia without device malfunction, consistent with algorithm-driven correction followed by a user-announced meal that contributed to insulin stacking. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.